Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, g3, g6, h1, h2, h3, h6, and h11 complaint conclusion: as reported, when using a 6f/7f mynxgrip vascular closure device (vcd), the black part that slides down to push the sealant into the puncture hole broke in half. The component did not complete come off, but it did not deploy the sealant as expected. The sealant was not deployed intravascularly. About 1/4th of the sealant was able to be shuttled into the tissue track and the rest of the sealant was outside of the body. Manual compression was held for 30 minutes to achieve hemostasis. There were no reported injuries to the patient. A 7f 11cm brite tip catheter sheath introducer (csi) was used with the mynxgrip vcd and there were no kinks found on the csi. The device was stored and prepped per the instructions for use (IFU). The sealant was not stuck to the device components. The device was discarded and will not be returned. The reported events of ¿component-component issue¿ and ¿sealant-sealant misdeployment-partial¿ could not be confirmed as the device was not returned for analysis. The exact cause of the issue experienced could not be determined. Based on the information available for review, it is not possible to determine what factors may have contributed to the broken part of the device that is presumed to be the shuttle tube, or what may have contributed to the partial misdeployment of the sealant. However, it could be attributed to procedural/handling factors (such as a pre-swelled sealant) or a tortuous access site. If excessive force was applied when shuttling down the sealant, it may cause damages to the shuttle and possibly result in a misdeployment. According to the instructions for use, which is not intended as a mitigation, ¿detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle. While maintaining light tension to keep the balloon abutted against the arteriotomy or venotomy, immediately grasp the advancer tube at the skin and gently advance until the single marker is fully visible and then hold in place for up to 30 seconds. Lay the device down for up to 90 seconds.¿ based on the information available for review, there is no indication that this event is related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, when using a 6f/7f mynxgrip vascular closure device (vcd), the black part that slides down to push the sealant into the puncture hole broke in half. The component did not complete come off, but it did not deploy the sealant as expected. The sealant was not deployed intravascularly. About 1/4th of the sealant was able to be shuttled into the tissue track and the rest of the sealant was outside of the body. Manual compression was held for 30 minutes to achieve hemostasis. There were no reported injuries to the patient. A 7f 11cm brite tip catheter sheath introducer (csi) was used with the mynxgrip vcd and there were no kinks found on the csi. The device was stored and prepped per the instructions for use (IFU). The sealant was not stuck to the device components. The device was discarded and will not be returned.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.